Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh. The patient is making a claim for an adverse patient outcome against the 3dmax light. The patient's attorney alleges patient experienced emotional distress.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh. The patient is making a claim for an adverse patient outcome against the 3dmax light. The patient's attorney alleges patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax light (device 1 and 2). Per op notes, ¿on the left inguinal region, an indirect hernia sac was identified and dissected away and reduced. A 3dmax light (device 1) was placed and tacked. On the right inguinal region, direct and indirect hernia sacs were identified and separated from the cord structures. Both hernia sacs were reduced. A 3dmax light (device 2) was placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated left inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿a large hernia sac was noted. The hernia contents extending to the external ring were identified. The incarcerated contents were opened and reduced. The hernia sac was resected. Old mesh (device 1) was noted intact. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned